Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Further failure analysis was performed: the failure analysis (fa) confirmed the initial findings. The vessel sealer extend (vse) passed the cut test three times, as well as the energy delivery test. Fa was unable to replicate the customer complaint of "it became impossible to use". Fa noted that the reason that cut test failed during the initial fa could not be determined.

Manufacturer narrative:
Based on the claim against the product by the customer noting an instrument issue and subsequent procedure conversion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The instrument failed the cut test. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests on multiple attempts. The instrument moved intuitively with full range of motion in all directions. The instrument failed the cut test on 2 of 2 attempts. The instrument blade was extended by articulating the input. Visual inspection displayed no damage to the blade or blade cable. The instrument housing was removed and there were no defects with the cable guide. After extending and retracting the blade, the instrument failed initialization on multiple attempts. Review of the logs displayed 1 blade jammed failure. The instrument passed the energy delivery and electric continuity test. The instrument passed the ceramic dot verification and swipe test. An additional observation not reported by the site was that the instrument was found to have a blade dislodged on log review but was not visible during in-house inspection. Logs displayed 1 blade jammed failure. The knife slot test passed at 0.027". No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the tip, and when placed on the in-house system it failed the self-test after retracting the blade. Dislodgement of the instrument blades are associated to jaw/knife track contamination. The residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade. System log review confirmed the occurrence of a procedure on the reported event date of (B)(6) 2023 using system sk0676 matching the documented event details. An isi failure analysis engineer (fae) reviewed the logs and confirmed usage of the vse instrument with error faults related to cut failed, blade jammed events and high impedance were confirmed. The vse instrument was not usable after it entered into the faulted state. Furthermore, review of the system log performed by the isi regulatory post market surveillance (rpms) investigation analyst confirmed usage of system sk0676 and the vse instrument on universal surgical manipulator (usm) 4 as well as the ¿blade jammed¿ error fault involving the instrument. No error fault related to a system malfunction was confirmed. This event is reportable due to the following conclusion: the customer converted to open surgery after the start of the procedure due to a non-functional vessel sealer extend instrument. It is unknown if the system was in a down state.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the vessel sealer extend (vse) instrument was unable to be used. For an unspecified reason, the surgeon elected to convert the procedure to open surgery. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.